Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump off and low flow on (B)(6) 2021 at 10:57. A log file review was requested. During the analysis of the log files technical services observed the pump stop mentioned with the low flows. This was caused by an intentional pump stop command being given at 10:57:40 on (B)(6) 2021. The pump started back up 3 seconds later at 10:57:43. There were no other unusual events seen within the log files. The cause of the low flow alarms was not identified and did not resolve as of (B)(6) 2021. The patient will continue to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed an intentional pump stop. A transient low flow alarm was also found within the file. Although a specific cause for this alarm could not be conclusively determined, the account reported that the patient was hypovolemic. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypovolemia could not be conclusively established through this evaluation. The submitted controller event log file contained data from (B)(6) 2021. A transient low flow alarm was captured on (B)(6) 2021. Additionally, an intentional pump stop was captured on (B)(6) 2021 with corresponding alarms, including low flow. The intentional pump stop lasted approximately 3 seconds, and the pump ramped back up to the set speed without issue. The pump appeared to have operated as intended at the set speed. The account communicated that there is a possibility that the pump stop button on the system monitor was accidently pressed. It was also reported that the patient was hypovolemic and that fluid intake resolved the low flow. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists hypovolemia as a potential late postimplant complication. In reference to pump flow, the IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. The IFU also outlines all system monitor operations and alarm messages and provides information regarding the pump stop button. This document explains that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 1 of the IFU, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 4 ¿system monitor¿ states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.